Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error 307 in video slice (vsl) 2. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (vsl). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 307: a node configure to be present stop responding. After initially been seen at start up, it disappeared. During visual inspection, no issues were found. The printed circuit assembly (pca) technician was able to reproduce the reported failure by installing this unit into is4000 system. Start up with error 307, no vsl present on gemini download application (gdla). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.